Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals and variable signal amplitude measurements. The patient was hospitalized and shock therapy was programmed off. Boston scientific technical services (ts) was contacted and recommended thorough provocative maneuvers to assess whether the noisy signals are reproducible, as well as diagnostic imaging to verify correct system placement and integrity. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals and variable signal amplitude measurements. The patient was hospitalized and shock therapy was programmed off. Boston scientific technical services (ts) was contacted and recommended thorough provocative maneuvers to assess whether the noisy signals are reproducible, as well as diagnostic imaging to verify correct system placement and integrity. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals and variable signal amplitude measurements. The patient was hospitalized and shock therapy was programmed off. Boston scientific technical services (ts) was contacted and recommended thorough provocative maneuvers to assess whether the noisy signals are reproducible, as well as diagnostic imaging to verify correct system placement and integrity. The physician elected to reprogram to the secondary sensing vector and is continuing with remote monitoring. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.